Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the unit accelerates on its own allegedly causing the consumer to hit her head.

Event description:
Provider alleges the unit accelerates on its own allegedly causing the consumer to hit her head.

Manufacturer narrative:
The controller power module, acu, multiplier, joystick, and aam were returned for evaluation. The alleged condition could not be duplicated.